Manufacturer narrative:
Pump received with blank display due to interface board broken solder joint. Unable to verify off no power alarm due to blank display anomaly. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a "no power" on insulin pump. Issue was not resolved even after troubleshooting. Insulin pump would be replaced.